Event description:
It was reported that the device tripped the elective replacement indicator earlier than expected. The device was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Further review prompted a change in the device analysis conclusion code. The change is reflected in this report. Evaluation summary: (B)(4): the device was returned and analyzed and normal depletion was found. The device met expected longevity. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and normal depletion was found. The device met expected longevity. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.